Event description:
It was reported to depuy synthes spine that the patient experienced worsening left side neck pain.

Manufacturer narrative:
The device is not available for evaluation and its product code and lot number are unknown. Without a lot number, a review of manufacturing records cannot be completed. In the absence of a product sample or lot number, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated. Device not available.